Manufacturer narrative:
This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center irs, reason for repair is low o2/yellow light, unit smells, error code, and unit alarms are not functional. The key failure is the sieve is leaking, which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the irs as a defective power switch (aka on/off switch) is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this FDA report.